Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided confirmed the patellar implant was fractured and exhibited signs of being explanted. Radiographic review additionally confirmed the patella was fractured with suspected loosening along the patellar post. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address post-operative peg fracture of the patellar implant approximately seventeen (17) months post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona porous standard femoral component size 9 right catalog #: 42502806602 lot #: 65715987, persona porous 2 peg tibial component size g right catalog #: 42530007902 lot #: 65588536, persona medial congruent vivacit-e articular surface right 10mm 8-11 gh catalog #: 42522100910 lot #: 65552692. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.